Event description:
Pt with hemorrhoids underwent elective operation using ethicon pph hemorrhoidal circular stapler. They returned later that week with inability to have a bowel movement or pass flatus. Biomiocroscopic exam showed rectal obstruction. Pt was reoperated 4 days later. Air was noted by surgeon in the retroperitoneum, suggesting perforated rectum. Pt underwent sigmoid resection with hartmann's pouch and colostomy. Pt subsequently on the next day was transferred to another hosp with respiratory failure, hypotension and looking septic.